Event description:
Caller alleged discrepant precision results using the inratio meter. Pt self-tester tested herself in the morning with the following results: date (B)(6) 2011, inratio 5.6, 2nd re-test 4.4, 3rd re-test 5.9. Second re-test was done a few minutes after the initial inratio test using a new finger stick. Third re-test was done while on the phone with technical services and after changing the strip code. Customer states the precision issues and higher inr began about the same time she started taking prednisone. Pt was using the incorrect strip code. Technical services provided assistance in changing the strip code.

Manufacturer narrative:
Investigation pending.